Event description:
It was reported that post-op on the day of implant patient had lost feeling in their legs. Surgical intervention was taken on (B)(6) 2022, where physician found the patient developed a hematoma. The hematoma was drained, and the system was explanted. Patient regained feeling in their legs post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.